Manufacturer narrative:
(B)(4). The reported product is an unknown transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not follow aseptic technique and touched the transfer set. The patient was hospitalized for the event. The patient was treated with intraperitoneal ancef and vancomycin (dose and duration unknown). Antibiotic therapy was completed fifteen days after receipt of this report. The patient was discharged five days after hospital admission and is recovering from the event. The patient was retrained on the proper aseptic technique and pd therapy is ongoing. No additional information is available.